Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is showing invalid syringe size. No patient injury/involvement reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed an invalid syringe size. The device was powered on and a syringe test was performed as part of the functional test and the reported issue was duplicated. An invalid syringe size was found during the occlusion test due to a loose or improper installation of the size pot. As a result, the size pot was replaced, occlusion was performed along with functional testing. The manufacturing DHR review found no indication that the complaint is related to a manufacturing issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.